Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating "dr. Claims 2 pieces of plastic came off this scope and deposited inside the patient. The doctor was able to remove the 2 plastic pieces through the same scope," involving pentax model eg-2990i/serial (B)(4). The device involved in the event was forwarded to pentax medical for evaluation after the event occurred. Pentax medical followed up with the facility to obtain further information regarding the event and patient status. The facility contact indicated there was no injury or harm to the patient as a result of the event. The facility contact also indicated the only information reported was the "immediate identification of "something black" inside the patient after scope was inserted through the patient's mouth. The pieces were immediately removed and the procedure continued. In no way, during the procedure, was the equipment an issue. It is undetermined if the black object had been there prior to the scope insertion. The piece was intact as a round shape and separated into 2 pieces upon removal from the patient using forceps. The technician who routinely prepares the scope was interviewed and stated she performed all appropriate pre-procedure checks. Examining the scope following the incident, there was nothing abnormal identified." In addition, the physician did not feel any resistances during use of the gastroscope. The rubber caps used when washing the scope were examined and appeared slightly worn. The facility claims they no longer have the black pieces as they were returned to pentax medical in a container inside the case along with the gastroscope, however, pentax service did not receive any of the black pieces along with the gastroscope. Photos taken of the black pieces by the facility were received on 03/04/2016. Pentax service could not identify the black pieces in the photos. Penax medical completed evaluation of the device involved in the event and confirmed no failures were found which could have contributed to this event. Since no repairs were required to be performed, as all functional tests passed, the gastroscope was returned to the customer on 02/23/2016.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2017, pentax medical closed the investigation and considers this medwatch closed since no further information was received from this facility.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. On (B)(6) 2016, a device history review was performed confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.